Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported via FDA maude report mw 5062947, had surgery, arthrodesis and fusion single joint right toe (1st mtp fusion). Also had excision of neuroma 2nd innerspace right foot at the same time. The fusion never happened, just had 2nd surgery with bone graft, second surgeon found the original plate broken and screws loose, was sent to pathologist.

Manufacturer narrative:
The reported event that plate anchorage mtp / cross plate - right was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the patient's bone quality and post operative activity level, as well as the affected device and information about if the surgeon used a plate bender with the plate must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported via FDA maude report mw 5062947, had surgery, arthrodesis and fusion single joint right toe (1st mtp fusion). Also had excision of neuroma 2nd innerspace right foot at the same time. The fusion never happened, just had 2nd surgery with bone graft, second surgeon found the original plate broken and screws loose, was sent to pathologist.